Event description:
It was reported that patient experienced small leakage of urine with his artificial urinary sphincter (aus) device. All components were explanted and replaced. The cuff was downsized. No further patient complications related to device.